Event description:
It was reported that during implant, the mechanical functioning of the helix didn't work, and the screw did not extend. The physician rotated the fixation tool several times, first with 15 turns, then with 20 turns, but the helix didn't extend. The lead was replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be fine.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip seal problem; full lead analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
(B) (4)